Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when he expired. The definitive cause of the patients cardiac arrest and subsequent death was due to cardiomyopathy and esrd. The pdrn reported the patient had multiple cardiac comorbidities. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without a death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while actively undergoing pd therapy on (B)(6) 2021. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd. The patient had gone to dinner with friends the prior evening and began his pd treatment around 12:00 am (12-hour sleep time). Around 11:00 am the following morning, the patients spouse heard the liberty select cycler alarming (patient line is blocked) and went to check on the patient. The patient was found face down on the floor, and it was apparent the patient had passed several hours prior. The patient was taken from his residence directly to the funeral home, without an autopsy being performed. The patients treatment data from (B)(6) 2021 through (B)(6) 2021 was reviewed, and no alarms or variances were noted. The patient was not on hospice care; however, the patient did have a do not resuscitate (dnr) order in effect. The pdrn stated the cause of death was cardiac arrest, due to cardiomyopathy and esrd. The pdrn stated there were no concerns the patients liberty select cycler was deficient in anyway. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patients electronic record is closed due to his passing.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment on the pump door, on the safety clamp, and on the top cover. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 15000ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, and a patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while actively undergoing pd therapy on (B)(6) 2021. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd. The patient had gone to dinner with friends the prior evening and began his pd treatment around 12:00 am (12-hour sleep time). Around 11:00 am the following morning, the patient¿s spouse heard the liberty select cycler alarming (¿patient line is blocked¿) and went to check on the patient. The patient was found face down on the floor, and it was apparent the patient had passed several hours prior. The patient was taken from his residence directly to the funeral home, without an autopsy being performed. The patient¿s treatment data from (B)(6) 2021 through (B)(6) 2021 was reviewed, and no alarms or variances were noted. The patient was not on hospice care; however, the patient did have a do not resuscitate (dnr) order in effect. The pdrn stated the cause of death was cardiac arrest, due to cardiomyopathy and esrd. The pdrn stated there were no concerns the patient¿s liberty select cycler was deficient in anyway. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patient¿s electronic record is closed due to his passing.